Event description:
The patient was receiving an infusion of rituximab IV through an alaris pump on (B)(6) 2025 in a treatment area. After infusing the medication for 2 hours, the pump errored that there was air in the line, and the nurse opened the pump door. At that time, she noticed that the medication was pouring directly out of the tubing, the tubing was cut in the segment that was in the alaris pump door. The infusion was stopped. Upon inspection, the tubing was cut in the pump segment of the the bd alaris pump infusion set. The product was disposed as rituximab was leaking out of the tubing. Also, the tubing attached to the patient's port had blood in it due to the abrupt cut/split in the tubing due to a pressure change.